Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular events on (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (cerebrovascular) of two events reported on the same patient involving two separate products and associated with medwatch numbers: 1225714-2013-00718, 00719 and 00720.